Manufacturer narrative:
(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Manta was locked into the sheath. Lever was engaged releasing the components outside the lumen. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: during a tavr procedure, two mantas were used and unable to advance through the tear away valve. This complaint will be reporting the first manta device that failed. A third manta was used and was deployed successfully. There was no report of patient injury, harm, or health consequence from this event. The patient's current condition is fine. Additional information: the sheath of the first manta was used on both tries. There was no buckling or bending of the bypass tube, but severe resistance was met when attempting to advance.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during a tavr procedure, two mantas were used and unable to advance through the tear away valve. This complaint will be reporting the first manta device that failed. A third manta was used and was deployed successfully. There was no report of patient injury, harm, or health consequence from this event. The patient's current condition is fine. Additional information: the sheath of the first manta was used on both tries. There was no buckling or bending of the bypass tube, but severe resistance was met when attempting to advance.